Event description:
It was reported that a patient wiggled out of restraints and rolled over the siderails leading to a fall. The customer stated that the bed exit did not alarm at the time of the fall, but they are not alleging a defect with the bed. They believe the bed exit did not alarm due to it not being set at the time of the fall. The patient received a CT scan after the fall, and the doctor confirmed that the patient did not receive any injuries due to the fall.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that a patient wiggled out of restraints and rolled over the siderails leading to a fall. The customer stated that the bed exit did not alarm at the time of the fall, but they are not alleging a defect with the bed. They believe the bed exit did not alarm due to it not being set at the time of the fall. The patient received a CT scan after the fall, and the doctor confirmed that the patient did not receive any injuries due to the fall.

Manufacturer narrative:
It was originally alleged that the patient received a head injury during the alleged fall in which the bed exit system did not alarm. However, after investigating the event further, it was verified that the patient underwent a CT scan as a preventative measure and no injuries were found as a result of the alleged fall. Furthermore, regarding the allegation that the bed exit did not alarm at the time of the fall, this could not be confirmed as the unit performed within specification upon evaluation.

Event description:
It was reported that a patient wiggled out of restraints and rolled over the siderails leading to a fall. The customer stated that the bed exit did not alarm at the time of the fall, but they are not alleging a defect with the bed. They believe the bed exit did not alarm due to it not being set at the time of the fall. The patient received a CT scan after the fall, and the doctor confirmed that the patient did not receive any injuries due to the fall.